Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that treatment was performed on a kidney (renal artery) aneurysm. During retraction of the coil to reposition it, the coil detached with half the implant in the aneurysm. A little piece of the coil extends out of the aneurysm. The event had no effect on the patient's outcome. There was no reported patient injury or additional intervention.